Manufacturer narrative:
The reported event was "lead was explanted due to an unknown reason". A complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-89314, review of additional information indicates that the device should not have been reported.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted due to an unknown reason. No adverse patient effects were reported.